Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of suture detachment was not confirmed as the pre-tied knot was formed and remained in the suture bearing and the rail suture had been cut with the device cutter approximately 19 inches from the non-rail end. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). It was reported the patient is (B)(6). The proglide instructions for use states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients younger than 18 years of age. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other proglide device referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, a suture break occurred. A second proglide device was used with the same result. The method of achieving hemostasis is not specified. There was no reported adverse patient sequela. It is not known if the physician is trained in the use of the proglide device. No additional information was provided.